Event description:
Consumer states nothing seems wrong with the walker. End user is my mother in law and is in a nursing home. She is not suppose to get up and move by herself, but, did. She uses amherst manor nursing home's invacare walker with non invacare tennis balls on the front and non invacare skids on the back to go to the bathroom and somehow fell in the bathroom and got stuck between the toilet and the wall for unknown period of time until the nursing home staff found her. She was transported to amherst ER and then admitted to emh. No reports of head injury. Minor knee injury. Main reason she was admitted to emh was due to skin infection that is not a result of the incident, but, was incidental finding at ER. Knee x-rays were negative. She is unable to give any accurate description of what happened or how she fell.